Event description:
It was reported that the patient had an infection and that their entire implantable neurostimulator (ins) was explanted. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n498364, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The patient did not have meningitis. The date of onset of the infection was (B)(6) 2015. The primary location of the infection was at the device pocket and lead. The source of the culture was taken at the device pocket and lumbar region. There was redness, swelling, drainage, pain,incisional wound opening and pocket erosion. Oral antibiotics and a total device system explant were required. The infection resolved; however, the healthcare provider (hcp) doubted it was an infection, and it appeared to be an allergy to metal and the cultures were negative. It was later reported that there was no infection and no organisms were cultured, but the patient outcome was ¿ongoing.¿

Manufacturer narrative:
(B)(4).